Event description:
Additional information was received wherein the scs system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000077855.

Event description:
It was reported that the patient is experiencing uncomfortable stimulation in scapula area. It was noted that tingling was felt with stimulation was off. Surgical intervention may be pending to address the issue. The investigation was unable to determine which of the leads attributed to the event.